Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be concluded as the issue was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. A technical evaluation was completed in accordance to the specifications. No defects were identified during this inspection. The customer specified fault of ¿no image - blank screen¿ was not confirmed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the bronchofibervideoscope displayed no image. The customer had just received the scope from olympus after being repaired. The device was reprocessed and tested, and displayed no image. There was no patient involvement.